Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and severely scratched display window noted. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump act and esc buttons are not responsive. Customer's blood glucose was 150 mg/dl at the time of incident. Customer indicated that they have a back-up plan to follow per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.